Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after 6 days of wearing the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms of nausea, lightheadedness, and high heart rate. The customer had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and administered a treatment but the customer does not remember what treatment rendered for the reported issue. The customer further reported the hcp provided her with heart medication, painkillers, and blood pressure pills. No further information was provided. There was no report of death or permanent injury associated with this event.